Event description:
Customer's stepfather reported that his stepson was not feeling well while at school, so he checked his blood glucose and the result was "high" (>500 mg/dl). He then removed the device and saw that the cannula was bent at 180 degree angle. He applied a new device and was able to bring his bg down to 200 mg/dl before he played in a basketball game. The subject device was discarded at school. His stepson was not with caller at time of the call, so no additional history or information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it, or some other product condition, could have contributed to the reported high blood glucose. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."